Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during the flush. The following information was provided by the initial reporter: "using 10cc syringe to flush venous needle - the 1st 3cc went in fine then hit a road block - syringe would not allow me to flush any further - removed and got new syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/11/2021. H.6. Investigation: it was reported that syringe stopped flushing after 3cc's. To aid in the investigation, one sample in a plastic bag contaminated with blood was received for evaluation by our quality team. Due to safety reasons, no analysis or evaluation can be performed on the sample. The sample will disposed of accordingly. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 1057818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Manufacturer narrative:
Investigation summary: it was reported that syringe stopped flushing after 3cc's. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306575, lot number 1057818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement during the flush. The following information was provided by the initial reporter: "using 10cc syringe to flush venous needle, the 1st 3cc went in fine then hit a road block - syringe would not allow me to flush any further - removed and got new syringe."